Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced sensor error and bent sensor cannula. The customer's blood glucose value was 160 mg/dl. The customer stated that the sensor error occurred while they were watching tv. The customer declined to troubleshoot for calibration error. The product was returned for analysis.